Manufacturer narrative:
Additional information : the device was received for evaluation contaminated with chemotherapy. A visual inspection was performed with no issues noted. Due to the nature of the retuned sample, functional testing was not performed. The reported problem could not be objectively verified during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking ¿at the hub at the very end of the filtered tubing¿ (no further detail). This was identified during an intravenous infusion of cisplatin. The spill was contained by discontinuing the cisplatin line and following proper spill protocol. There was no patient injury or medical intervention associated with this event. No additional information is available.